Manufacturer narrative:
The investigation confirmed that lower than expected vanc quality control results were obtained while using the vitros 5,1 fs analyzer. Troubleshooting with the customer determined that the photometer lamp required replacement. However, the customer removed then re-installed the same lamp that was in use at the time of the event. Performance testing following re-installation of the photometer lamp verified that the equipment was operating as expected. A definitive root cause could not be determined. However, the most likely assignable cause is an equipment related issue.

Event description:
The customer obtained lower than expected vitros vanc quality control results (liquid pv1 result of < 5.0 ug/ml vs expected result of 8.06 ug/ml; liquid pv2 result of 22.28 ug/ml vs expected result of 33.84 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No vanc patient results were known to be affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc complaint number (B)(4).